Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implanted neurostimulator (ins) had not been holding a charge for the past few months, and it had reached end of life and had "shut off".  The ins ended up getting replaced on (B)(6) 2021.